Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 1688tc-46 competitor implantable pacing lead, (B)(6) 2011; 1258t86 competitor implantable pacing lead, (B)(4) 2011. (B)(4).

Event description:
It was reported that there was high impedance and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.